Manufacturer narrative:
One device was returned for investigation. The complaint report indicates a problem with the calibration test; the problem was not confirmed. Visual and functional testing was performed. Upon further investigation, it was found that the downstream occlusion (dso) seal detached. The dso seal was replaced. Review of event log found no relevant information. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair.the probable cause of the reported problem unknown.

Event description:
It was reported that the pump failed calibration test. The event occurred during testing.